Event description:
It was reported there was a ¿metal like material¿ observed inside the pouch of a home pd system kaguya set. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a returned loose particulate matter (silver in color) appearing to have the same material texture as the silver adhesive tape used on the conveyor lines. The reported condition was verified. The cause of the condition was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.